Manufacturer narrative:
Device evaluated by MFR.: the rotawire was returned for evaluation. Visual inspection observed that the rotawire was broken/fractured due to rotational wear. The damage was located at approximately 205cm from the proximal end. In addition, the rotawire was kinked at approximately 64cm and133cm from the proximal end. The distal section of the rotawire was not returned. Dimensional inspection of the rotawire noted that the overall length and outer diameter (od) of the distal tip could not be measured due to the device condition while od of both middle and proximal section of the rotawire were within specifications.

Event description:
It was reported that the burr sheared off the rota floppy wire. A rotawire and rotablator burr were selected for use. During preparation, upon testing the burr outside patient's body, rotational speed was set to 170,000 rpm. However, it was noted that the rotawire was sheared off after depressing the foot pedal. It was confirmed that there were no fragments left inside the patient's body as the end of the wire was simply pulled out by gripping it close to the copilot system. A completely new device was then used and the procedure was uncomplicated thereafter. No patient complications were reported.

Event description:
It was reported that the burr sheared off the rota floppy wire. A rotawire and rotablator burr were selected for use. During preparation, upon testing the burr outside patient's body, rotational speed was set to 170,000rpm. However, it was noted that the rotawire was sheared off after depressing the foot pedal. It was confirmed that there were no fragments left inside the patient's body as the end of the wire was simply pulled out by gripping it close to the copilot system. A completely new device was then used and the procedure was uncomplicated thereafter. No patient complications were reported.